Event description:
It was reported that the patient was revised due to aseptic loosening and articular surface wear. Intraoperative finds of osteolysis of the tibia and femur. The device was implanted in 1997 and revised in 2002.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.